Event description:
It was reported during a da vinci-assisted sleeve gastrectomy procedure the staples were pushed to the end of the stapler, which caused them to be a pile of staples at end of where staple line should have been when the stapler knife fired to cut tissue. The site completed the procedure with no report of patient injury.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed the investigation. Failure analysis replicated/confirmed the customer's reported complaint. The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure based on log review. The reload was found to have mechanical indentation damage to the knife blade, damage to the cartridge and damaged pushers.